Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the pacemaker lead exhibited failure to capture on the pacing system analyzer even when testing at maximum output. A different lead was then used to complete the procedure successfully. The patient remained in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.